Event description:
Patient reported ¿capsular contracture¿ baker grade unknown. This is for the left side device. The device has been explanted.

Manufacturer narrative:
Photo analysis visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Additional, changed, and/or corrected data: h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported, left side ¿capsular contracture¿, baker grade unknown. The device has been explanted and replaced.